Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It has been stated that "safety s" error occurred on rpm. No patient was involved. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation. The failure could not be reproduced. Thus the failure could not be confirmed. According to service order# (B)(4) functional check and safety test have been performed. The unit has been returned to clinical service. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).